Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive was not returned. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with the abbott diabetes care (adc) device. A caller reported that upon sensor replacement, redness, pus, infection was observed at the sensor insertion site and the customer experienced a fever of 38 degrees. It was further indicated that the customer is ¿prone to pus¿ and was previously prescribed gentamycin (topical ointment), an unknown topical ointment, and clarithromycin (antibiotic/oral medicine) from a healthcare professional however, the sensor insertion site did not improve. The customer was then seen at a hospital where there were "close to being hospitalized" due to the reported symptoms and was prescribed kefral (antibiotic/oral medicine) for treatment. Adc customer service was able to reach the customer who indicated that the fever went down, and insertion site improved. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. The dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with the abbott diabetes care (adc) device. A caller reported that upon sensor replacement, redness, pus, infection was observed at the sensor insertion site and the customer experienced a fever of 38 degrees. It was further indicated that the customer is ¿prone to pus¿ and was previously prescribed gentamycin (topical ointment), an unknown topical ointment, and clarithromycin (antibiotic/oral medicine) from a healthcare professional however, the sensor insertion site did not improve. The customer was then seen at a hospital where there were "close to being hospitalized" due to the reported symptoms and was prescribed kefral (antibiotic/oral medicine) for treatment. Adc customer service was able to reach the customer who indicated that the fever went down, and insertion site improved. There was no report of death or permanent impairment associated with this event.